Manufacturer narrative:
The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported the hospitalization due to high blood glucose. Customer had food poisoning. Customer experiencing headache, nausea and excessive thirst. Diagnosed blood infection, urinary tract infection and dehydration. The blood glucose was 18.11 mmol/l. During troubleshooting, during priming the insulin pump alarmed button error. Customer will use manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.